Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The most proximal stent strut row was damaged. The remaining undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 251 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip showed no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2016. It was reported that shaft kink occurred. The target lesion was located in the severely tortuous left anterior descending artery. A 3.50 x 32 synergy¿ drug eluting stent was advanced to treat the lesion; however, the shaft got kinked. The device was removed and the procedure was completed with a 3.5 x 33 non bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage and hypotube break.